Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Device evaluation: three photos were included in agile attachments for evaluation photos showed a bit damage of the tube tip. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to pilot balloon to detect leaks. No leakage was detected; complaint was not confirmed. The sample returned was connected to the leak tester machine to identify any leak. No leak was detected. Based on the analysis conducted in the sample provided, no defects were detected in the sample received. No corrective actions were taken since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).